Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected trace pointers are invalid, the hardware rtc date and time disagrees with the software maintained date and time (main). The date and time has reached value outside valid range post-reset ram crc alarm alarms noted during testing. Pump error 53/3 alarm found in the pump history. Unable to determine the root cause, problem isolated to the electronic assembly.

Event description:
It was reported that the insulin pump had multiple pump error alarm. Customer¿s blood glucose was 9.4 mmol/l at the time of incident. Customer stated that the insulin pump was able to rewind. The insulin pump will be returned for analysis.